Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined.

Event description:
It was reported from the vascular surgeon, following a percutaneous procedure, an angio-seal vip was used to close the right common femoral arteriotomy. The site continued bleeding after the deployment and manual compression was applied. The pt experienced the right leg going cold but distal pulses were felt. The groin pulse on the right side was not felt and thrombosis was suspected. The pt underwent an endarterectomy of the right common femoral artery. Surgical findings revealed calcification and the bifurcation was far below the inguinal ligament. After dissecting the artery, fresh thrombosis, twisted plaque, and the angio-seal were present. The angio-seal was removed and the endarterectomy was performed. The intimal lining of the artery was repaired down to the profunda and the incision was closed. Blood flow was checked at 220 and papaverine 600 ml/min was given. Blood flowed well to the profunda and superficial femoral arteries. The artery was closed with sutured layers. Following the procedure, the popliteal pulse could be easily felt. The diagnosis was stated as common femoral artery occlusion following angiogram, angio-seal deployment and thrombus formation.